Event description:
It was reported that the patient with this pacemaker device exhibited undersensing on both right atrial (ra) and right ventricular (rv) channel. There was possible loss of capture (loc) on the rv lead. Technical services (ts) recommended to adjust rv sensitivity for programming optimization. This device remains in service. No adverse patient effects were reported.